Event description:
Event description: patient went into heart block upon wire insertion. Md decided to have micra placed pre procedure and continue with a successful procedure as planned.

Manufacturer narrative:
This medwatch report is being filed as a good faith measure. Product is not expected to be returned; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. The wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. The curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As described in the device instructions for use (dfu): 1.ensure a catheter is properly placed in the ventricle or other intended treatment area. 2.carefully remove the safari2tm guidewire from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2tm guidewire, advance the j-straightener over the distal section of the safari2tm guidewire to straighten the curve. 4.insert the safari2tm guidewire into the hub of the catheter with the aid of the j-straightener. 5.carefully advance the distal tip of the safari2tm guidewire into the lumen of the catheter. 6.remove the safari2tm guidewire j-straightener by withdrawing it over the length of the safari2tm guidewire. 7.advance the safari2tm guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2tm guidewire curve position to assure safari2tm guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2tm guidewire prior to withdrawing the wire. B.the safari2tm guidewire is pulled back completely into the catheter. C.the safari2tm guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Additional surgical procedure is a known potential adverse event and is listed in the safari2 device instructions for use (IFU). The lot number for the device was not provided; therefore, section d could not be completed, including the UDI number. Additionally, no patient information available. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the missing or unknown information was made. The distributor reported that they are not able to provide any further information. Should additional information be received, a follow up medwatch report will be submitted.